Event description:
It was reported that during an unknown procedure the first device failed and would not open. A second device was pulled and that device failed and would not open. A third device was pulled failed and would not open. The contents of the bowel leaked into the abdomen. It is unknown how the case was completed or how the leak was controlled. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.